Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The issue was detected prior to patient involvement.

Event description:
It was reported that prior to implant attempt, the device had a battery voltage of 2.86 volts and charge time of 10.1 seconds while still in the box. The issue was detected prior to patient involvement.